Manufacturer narrative:
(B)(4). The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pathology revealed anaplastic alk-negative large cell lymphoma".

Event description:
Patient representative reported the patient began "experiencing discomfort" and "significant pain and suffering," "emotional distress," and further noted that an ultrasound and MRI were performed which were "notable for implant abnormalities." "Pathology revealed anaplastic alk-negative large cell lymphoma." While the marker of alk- has been reported, the marker of cd30+ has not. Patient representative additionally reported patient "suffered severe and permanent physical injuries" and "loss of the enjoyment of life" which have been deemed not related to the device. Affected side is right. The device has been explanted and replaced.